Event description:
It was reported that an externalized conductor was observed via fluoroscopic imaging of the lead. It was further determined that the lead was not capturing. Patient was asymptomatic. The lead was explanted. The patient was stable after the procedure.

Manufacturer narrative:
The field report of insulation abrasion was confirmed while the report of no capture was not confirmed. External insulation abrasion was noted at 39.2 cm -40.3 cm from the distal tip consistent with lead friction to another device. The etfe coating was intact at this location. Externalized conductors due to one internal insulation abrasion breaching rv cables lumen were noted at 10.6 cm -14.7 cm and at another internal insulation abrasion breaching re cables lumen at 11.0 cm ¿ 13.3 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions were noted at 30.3 cm ¿ 31.1 cm from the distal tip. The etfe coating was intact at this location.